Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced poor quality image, during set up, prior to patient in room. There were no reports of patient harm.

Event description:
It was reported the camera head experienced poor quality image, during set up, prior to patient in room. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video defects. Cable defects. Ccu failure. Main body damage. Loose cables. Dents in electrical contact points. Corrosion of free lock lever. Corrosion of the scope mount. Foreign matter on main body. Ccd flooding and main body flooding. A definitive root cause could not be identified. Based on the results of the investigation and historical data analysis, it is likely the following led to the malfunction: electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device.